Event description:
On (B)(6) 2018 I fell and broke my femur. On (B)(6) 2018 underwent first surgery to implant metal plate and screws. On (B)(6) 2018 x-rays showed that one of the screws had broken, several screws were un-screwing, metal plate shifted. I was released from the hospital on the (B)(6) 2018, and transported to the (B)(6) for rehabilitation and treatment. On (B)(6) 2018, x-rays were performed and it showed that the head of one of the screws had broken off, and that several of the screws were beginning to un-screw from the metal plate. On (B)(6) 2018, I underwent another surgery to remove the previously implanted screws and metal plate.